Event description:
It was reported that constrained liner done 11 yrs ago failed. Head pulled out of the liner. There were no records as to exact date this was implanted. The initial revision was due to a post op dislocation, the surgeon apparel opted to put in a constrained liner. That is the liner that failed, that we removed. Doi: unknown; dor: (B)(6) 2022; affected side: left hip.

Manufacturer narrative:
(B)(4). The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.